Event description:
Pt underwent left total knee arthroplasty during 1987. The pt began to experience pain of the knee approximately on yr ago and loss of range of motion. Radiographs taken prior to admission of the pt to the hospital revealed significant loss of polyethylene height. The pt was taken to surgery for revision of the knee. Upon entering the joint space, the surgeon noted an abundant amount of metallic synovitis and a near complete synovectomy was performed to remove the metallic stained debris. The underside of the patellar component was noted to have severe burnishing with erosion of the articulating portion of the polyethylene patella. Exposed metal was noted. This had caused some erosion of the patellar groove on the femoral condyle but did not warrant replacement of the femoral component. The tibial polyethylene insert was removed and revised. There was some evidence of pitting and erosion along the lateral joint. A complete synovectomy was performed in the posterior aspect of the knee. The tibial tray was replaced and a patellar button was placed.